Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Sam (systolic anterior motion) of the mitral valve is the dynamic movement of the mv during systole, anteriorly towards the lvot. Sam can result in lvot obstruction. Patients undergoing transeptal mv repair are at greater risk to experience sam due to disruption of mitral annular circumference and aortic root dynamics. Additionally, mitral valve in valve procedures can result in a reduced mitral-aortic angle, which increases the risk of sam. Other possible causes of sam include: general anesthesia (causes vasodilation, hypovolemia, lv under-filling and reduced lvot size) and irregularities in the mv leaflets (excessive tissue, elongation or abnormal anterior leaflet height). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Events of outflow tract obstruction from the valve that cause significant hemodynamic compromise or the need for surgical intervention to resolve the obstruction will be reportable. Inaccurate deployment (too aortic or too ventricular) is generally a result of use error or a combination or patient and procedural factors. In some cases this could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Patient anatomy and device placement likely contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) tavi registry reporting system, the patient underwent a percutaneous transluminal septal myocardial ablation (ptsma) for worsen left ventricular outflow tract obstruction (lvoto). The patient had lvot obstruction with systolic anterior movement (sam) and moderate mitral regurgitation (mr) due to sam preoperatively. Prior to implant during tavr, mild mr was observed without sam under continuous infusion of beta-blocker and volume load. A 23mm sapien 3 valve was implanted. No obvious sam and pressure gradient was seen immediately after tavr. Fifteen (15) minutes later, sam and mr gradually emerged. Peak velocity at the lvot was 4.5m/s under increased dose of beta-blocker. Absolute alcohol (total 3.5 ml) was administered into the 1st septal branch with tee guidance. The sam and lvoto disappeared. Residual paravalvular leak was mild and the mr decreased to mild, and the procedure was completed.